Event description:
The customer reported broken battery pca pins. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 2 was bent and pin 7 was broken and missing.